Event description:
A female pt was taken to surgery to explore why her ethicon endo-surgery realize lapband was not working appropriately. The surgeon identified that the port to the pt's band had "flipped" and was not in the correct position. This explained why he and his staff had encountered trouble with accessing her port. The surgeon also identified the sleeve that surrounds the tubing at the port-tube junction site was loose. The md and the pt had already discussed replacing the port if needed. The original port was removed and replaced. A new port was checked and verified that it was working appropriately before closing the pt. The original port was sequestered for risk mgmt. The pt did well with the procedure and the plan was to discharge the pt later in the day.